Manufacturer narrative:
Conclusion : this incident will be included in risk management to review the frequency of occurrence.

Event description:
Disassembling of the polyethylene and the metal base of shoulder prothesis implanted the (B)(6) 2010. Reoperation : (B)(6) 2016.

Event description:
Disassembling of the polyethylene and the metal base of shoulder prothesis implanted the (B)(6) 2010. Reoperation : (B)(6) 2016.